Event description:
It was reported to st. Jude medical that the pt received multiple therapies. Upon checking the device an error message was received stating that the lead impedance was low and that possible output stage damage had been detected. St. Jude technical services discussed replacing both the lead and device as it appeared the device damage was caused by the lead.